Event description:
Patient's white lumen of right femoral 2.6fr PICC noted to have blood backed up into tubing. When rn went to flush, was unable to instill any nss into the lumen. Line was not able to withdraw blood either. Rn attempted to flush again and noted leaking at the insertion site. Line pulled back 3cm and there was a visible tear in the white lumen followed by a visible blood clot distal to the tear. Line clamped above the tear and ir consult placed. (B)(6) attending and np notified. Rle PICC was placed by (B)(6) on (B)(6) 2026, lot# msbc190.